Event description:
Updated event description: it was reported that the absolute pro release mechanism (thumbwheel) was blocked during release of the stent in the heavily calcified external iliac artery that was straight. The stent was almost not visible during advancement as the massive calcification masked the markers. The half released stent was deployed in the target lesion site but only by releasing and pulling the device from its sheath. After release the control angiogram showed the distal stent end being placed in the external iliac artery (where it should be) while the proximal end reached to the bifurcation to the internal iliac artery (which was longer than had been expected). The stent was elongated / stretched and the physician suspected a dissection. Post-dilatation was performed with a 6 mm balloon. Flow was restored down to the external iliac artery and the blood pressure in the patient's left foot was restored from 0 mg hg to 140 mm hg and feeling returned to the toes. There were no patient symptoms or adverse effects and the patient is doing well. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no nonconforming material records that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). Dissection is a known observed and potential patient effect that may be associated with the use of a stent in peripheral arteries as listed in the absolute pro instruction for use. A review of the images associated with this incident, which was reviewed by abbott vascular clinical specialist, confirms that the deployment of the absolute pro stent was completed in two phases. It also confirms elongation of the stent. The images of the procedure are consistent with the procedure as reported in the incident.

Event description:
It was reported that the absolute pro release mechanism (thumbwheel) was blocked during release of the stent in the external iliac artery that was straight. The half released stent was deployed in the target lesion site but only by releasing and pulling the device from its sheath. The stent was elongated / stretched; however, post-dilatation was performed. There were no patient symptoms or adverse effects and the patient is doing well. There was no clinically significant delay in the procedure. No additional information was provided.